Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was moving around and was uncomfortable. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was moving around and was uncomfortable. The patient will undergo a revision procedure.